Manufacturer narrative:
The calibration and the quality controls (qc) were valid when the samples were run. The tube/sample type was serum tubes bd vacutainer cat 6 ml. The samples were centrifuged at 4000 rpm for 15 minutes. A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse noticed an anomaly in the dispensation test of reagent probe 3. The fse replaced the probe and performed the calibration of reagent probes position. The fse also checked the wash1 line, performed calibration, and ran quality controls. The customer monitored for several days post service with no additional events. The initial low result and repeat results were from the same reagent readypack. The calibration and qc were valid. No other patient samples were affected. Sample handling is routine for the tube type. The cause of the initial low ca 15-3 result cannot be determined. However, we cannot rule out an instrument/probe issue that was corrected by service. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
A discordant low advia centaur xpt ca 15-3 result was obtained on a patient sample. The patient sample was repeated, and the result was high. Another sample from the same patient was tested and the result was high. The initial low result was not reported to the physician. The final result reported to the physician was the result of 147 u/ml. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant ca 15-3 results.